Event description:
It was reported that during the procedure, a 2.0x12 mini trek rx balloon dilatation catheter (bdc) was advanced against resistance to a heavily calcified, concentric, 100% stenosed, de novo lesion in the heavily tortuous left distal circumflex coronary artery. Though pressure was applied to the mini trek bdc using an unspecified inflation device, the balloon did not inflate. The mini trek bdc was withdrawn from the anatomy, and another attempt was made to inflate the balloon, while outside of the anatomy; the distal area of the mini trek balloon was confirmed to be leaking. A non-abbott bdc was used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the rx trek/mini trek cdc instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no indication of a product deficiency.